Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The device was not returned to olympus. The DHR review did not find any abnormalities or anomalies identified during production. The product met specifications upon release. The root cause could not be established. A possible cause includes damage due to an unexpected amount of operating force. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the on/off button of the evis exera iii xenon light source is "destroyed." The customer further reported the plastic cover is cracked. No patient involvement or impact to patient care was reported.